Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube. With blood .this event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had low draw. The need for secondary collection, resulting in dissatisfaction of children's parents, to complain to the mayor. The collected specimens were not submitted for examination, so the test results were not affected. In the case of children, the needle was not re-inserted and the blood vessel was replaced. Affected iso15189- laboratory quality inspection.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube. With blood .this event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had low draw. The need for secondary collection, resulting in dissatisfaction of children's parents, to complain to the mayor. The collected specimens were not submitted for examination, so the test results were not affected. In the case of children, the needle was not re-inserted and the blood vessel was replaced. Affected iso15189- laboratory quality inspection.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty [20] retention samples from bd inventory were evaluated by functional testing and it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.